Event description:
It was reported that during implant procedure that the distal portion of the coil had separated coils. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found, specifically, the rv defib conductor meets specifications. It was noted on visual inspection that the defib conductor was distorted.